Event description:
Healthcare professional reported approximately 1 month after injection with juvederm voluma with lidocaine in the cheeks and chin, juvederm volbella in the lips, and juvederm ultra xc in the nasolabial folds, the pt developed pain under the left eye. The pt waited approximately 2 months after symptom onset to report the event to the healthcare professional. Upon assessment, the healthcare professional treated the pt with hyaluronidase "in case there was pressure on some nerve"; pain went away for a week, but reoccurred. Subsequently the pt was treated with cephalexin and additional hyaluronidase injections. Recent info provided by the healthcare professional notes that the pt continues to experience intermittent inflammation, redness, induration, and edema over the left cheek which resolves after treatment with biaxin. The pt is mostly asymptomatic, but sometimes "for 3 days inflammation come back over 3 spots on the left cheek (pea size)". This is the same event and the same pt reported under MFR ID 33005113652-2014-00160 (B)(4). This MDR is being submitted for the first suspected product, juvederm ultra xc.

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The events of pain, redness, induration, edema, and inflammation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.